Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) /2012 - the patient underwent surgery for repair of a left inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair recurrent hernia after the 3dmax allegedly failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a left inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to repair recurrent hernia after the 3dmax allegedly failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2012: patient was diagnosed with left inguinal hernia thereby underwent laparoscopic transabdominal preperitoneal (tapp) repair with 3dmax mesh (device #1). Per the operative notes, "had a very large cord lipoma. Cord structures were dissected free. A large left 3dmax mesh (device #1) was inserted into the preperitoneal space and tacked into place using the sorbafix fixation device." On (B)(6) 2013: patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with implant of perfix plug onlay mesh (device #2). Per the operative notes, "a direct hernia was immediately identified. Cord lipoma was noted and dissected off. The mesh (device #1) and the previous hernia repair had retracted, which has caused recurrence. Direct hernia defect and floor of the inguinal canal was repaired with sutures. A bard perfix plug onlay mesh (device #2) was used to cover the floor. The mesh was then placed around the cord and sutured. (Plug portion of the perfix plug was not used)." Attorney alleges that the patient had pain, hernia recurrence and emotional injuries. Attorney also alleged that "the mesh and the previous hernia repair had retracted which has cause recurrence".

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record provided, about 10 months post implant of 3dmax mesh, patient was diagnosed with pain, hernia recurrence, mesh migration thereby underwent open repair. Per op notes, "the 3dmax mesh (device #1) and the previous hernia repair had retracted, which has caused recurrence." Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.